Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the system stored a couple of untreated episodes two days post-implant. The episodes had wandering baselines and oversensing of noise. Technical services suspects this is due to air in the area. Technical services reviewed and discussed some testing and programming options. There have been no further events since then. There were no adverse patient effects. The system remains implanted.